Event description:
It was reported that an error message stating that unable to use pump before infusion. During investigation found the latch/lock sensor failure. This malfunction makes the event reportable. There are no patient involvement and adverse event reported

Manufacturer narrative:
Device was initially received for the complaint that an error message stating that unable to use pump before infusion. During investigation found the latch/lock sensor failure. This malfunction makes the event reportable. Review of event log/alarm history found that the events of cassette attachment failure that confirms the complaint. There was no 12-month service history reported. The probable root cause was unknown and replaced, latch/lock sensor. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.